Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that a blood leak occurred from the chamber connection after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak occurred 2.5 hrs into the patient¿s hemodialysis (hd) treatment. The fresenius 2008t machine did not with a blood leak alarm as the leak was external. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no defect or damage to the clic blood chamber, however the blood chamber connection was lose. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted the same machine and treatment completed successfully. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.